Event description:
It was reported that an unknown vented IV set would not allow fluid to run. The reporter stated that the drip chamber would collapse. This occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.